Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the proximal right coronary artery. A 3.50mmx15mm nc emerge® balloon catheter was advanced for dilatation. However, upon advancing, the device was sticking on the wire. The physician had difficult time removing the balloon catheter over the wire. The wire was then pulled back from the balloon catheter and the procedure was completed with a .5 x 12 nc emerge balloon catheter. No patient complications were reported and the patient was well.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. There was contrast in the balloon and lumen. The device was soaked in a waterbath for a week, prior to lab analysis. Microscopic inspection of the markerband revealed damage (flattened on the distal side) to the proximal markerband. Microscopic inspection of the balloon found no irregularities or defects. Microscopic inspection found no irregularities or defects on the distal tip. Microscopic inspection found no irregularities or defects on the proximal bond. The inner diameter (ID) of the wire lumen was measured to be within specification. Microscopic and tactile inspection revealed damage (twist) to the inner and outer shaft 12mm proximal of the port/notch weld. Microscopic and tactile inspection revealed a kink in the hypotube 16.5cm proximal of the port weld. Microscopic inspection revealed damage (twist) to the port/exit notch. The wire used in the procedure was not returned with the complaint device. Functional testing was completed using a kinetix. The guide wire loaded (distally) only 22mm from the distal tip, stopping at the distal side of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the proximal right coronary artery. A 3.50mmx15mm nc emerge® balloon catheter was advanced for dilatation. However, upon advancing, the device was sticking on the wire. The physician had difficult time removing the balloon catheter over the wire. The wire was then pulled back from the balloon catheter and the procedure was completed with a .5 x 12 nc emerge balloon catheter. No patient complications were reported and the patient was well.